Event description:
It was reported the patient no longer wanted his scs system and the physician consequently removed it. It was reported the system was functional at the time of explant. Follow-up identified the patient had complained of ringing in his ears. The physician allegedly explained the ringing was unrelated to the scs system; however, the patient insisted on having the system explanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.